Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an easily disconnected connector is confirmed and was determined to be manufacturing related. Five 4 fr two-piece groshong nxt connectors were returned for evaluation. An initial visual observation showed one of the five samples was returned in a sealed pouch, one sample was returned in an open pouch, and the three other samples were returned outside of any packaging. Two additional open but empty packages were also returned. All of the samples except the sample returned in a sealed pouch were found to be returned assembled with a small amount of evidence of use on them. The connector pieces of each sample that was returned assembled were found to be able to be disconnected with little force. The sample that was returned in a sealed pouch was assemble and, while the connection felt tighter than the other samples, this sample was found to disconnect relatively easily as well. A microscopic observation revealed a distinct gap between one locking of the proximal connector piece and its respective distal connector piece in two of the samples that were returned assembled. The connection between the proximal and distal connector pieces of each sample was found to be poor. The gap between the locking arms of each proximal connector piece was measured and was found to be too wide and out of specification. This wide gap between the locking arms appears to allow for easier disconnection between the connector pieces. The investigation has been forwarded to the manufacturing facility for further evaluation. Bd is working closely with the manufacturing facility to prevent recurrence of the reported event. ----------------------------------------------------------------------------------------------------- reynosa evaluation complaint due to ¿unable to be attached firmly¿ was confirmed. According with the photo evaluation performed at reynosa facility and gross visual, microscopic visual, functional testing and measurements performed at vad lab the following was concluded: a slight gap between the interface of the proximal connector and distal connector was observed. The gap between the locking arms of the proximal connector appeared to be out of specification per dwg. That condition revealed a poorly connection while assembling. The cause of this condition is manufacturing related. A lot history review (lhr) of redv1248 showed four other similar product complaint(s) from this lot number. The complaints for this lot number (redv1248) have been reported from the same facility in china.

Event description:
It was reported that a head nurse exchanged the connector for a patient, whose PICC catheter fell off externally by 7 cm, in the afternoon, august 20. She found that the metal handle of the connector was unable to be attached firmly with the strain relief so that the catheter was dislodged externally with a gentle pull. The same problem occurred with four products of the same lot, which were tried successively. The connection was finally completed successfully by borrowing a connector of another lot from another department. This report addresses the fifth device.